Event description:
Related manufacturer reference number: 2017865-2019-10778.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited an acute rise in capture threshold and impedance. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis review: a partial lead with the tip measuring 40.5 to 45.5 cm was returned in one piece.external insulation abrasion was noted at 17.8 -18.2 cm from the distal tip consistent with lead friction to the ICD. The etfe coating was abraded at this location. This is consistent with the observation from the field of rising impedance and rising capture threshold.the portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.